Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) pressure would not populate. It was stated that the units connection were checked and seated correctly on the patient as well. There was no harm or injury.

Manufacturer narrative:
Updated field: b4, b5, d1, d4 version or model #, catalog #, g3, g6, h2, h6 health effect ¿ impact codes

Event description:
It was reported that before use, there was no patient, the cs300 intra-aortic balloon pump (iabp) pressure would not populate. It was stated that the units connection were checked and seated correctly on the patient as well.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site email), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) arrived onsite and spoke to nurse that was on the case. She stated that the units connection were checked and seated correctly on the patient as well. Checked logs for errors and there were n faults in the log while on site, put trainer on unit and was able to get the unit to recreate the issue the customer experienced. Performed and completed all functional and safety tests per manufacturer specifications. Returned to customer for use.

Event description:
N/a